Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted itself on (B)(6) around 5:25pm est. (B)(6) said the cns came back up by itself but they would like to provide the logs from the cns to have it investigated. No patient harm or injury while the cns rebooted itself. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) spontaneously rebooted itself on (B)(6) around 5:25pm est. Luis said the cns came back up by itself but they would like to provide the logs from the cns to have it investigated. No patient harm or injury while the cns rebooted itself.